Event description:
It was reported that the patient's blood glucose levels reached 372 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive was loose and the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied with a bolus (7/8 units) delivered, and patient drank fluids.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.